Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration.

Event description:
Reportedly, the standby led of the subject home monitor remained blocked in orange after connection despite the several tests performed.

Event description:
Reportedly, the standby led of the subject home monitor remained blocked in orange after connection despite the several tests performed.

Manufacturer narrative:
Analysis report. (B)(4).

Event description:
Reportedly, the standby led of the subject home monitor remained blocked in orange after connection despite the several tests performed.